Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Z-0956-2020. (B)(4). S/w 3.18e. Unit passed the displacement test. Sleep current measurement and active current measurement within specifications. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No unexpected failed battery alarm noted during testing or in the pump trace download. No unexpected pump error 49 noted during testing. Format history file analysis confirmed pump error 53 due to hardware issue. Unit received with cracked retainer.

Event description:
Medtronic received information that pump error 53, pump error 49, damage (physical or cosmetic), failed batt test occurred. There was no adverse impact or consequence reported as a result of this event.